Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the left superficial femoral artery with heavy calcification. The 6.0 x 40 mm fox balloon catheter was advanced without issue and inflated one time to 12-14 atmospheres (atm). The balloon was completely deflated and removed; however, resistance was noted with sheath. The balloon catheter continued to be removed, and it was then observed that the distal portion of the shaft had separated proximal to the balloon, inside the distal end of the sheath. An attempt was made to snare the separated portion, but was not successful. A non-abbott stent was used to fix the separated portion to the vessel wall in the left common iliac artery. The procedure lasted 45 minutes longer and the patient had received more contrast media than planned; therefore, there was a clinically signficant delay in the procedure. The target lesion was treated successfully. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The shaft separation was able to be confirmed. The difficulties removing the device could not be replicated in a testing environment as due to the condition of the returned device. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: guide wire: v18; sheath: 4 fr. 45cm fortres biotronic. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.